Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported that she developed a perforated abdominal wall where the device was located and the manufacturer representative (rep) and healthcare provider (hcp) would determine what needed to be done on (B)(6) 2016. She was not sure if it was depleted or migrated. The patient wanted to make sure the rep brought the smaller device to implant. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Manufacturer narrative:
(B)(4).

Event description:
A patient and a friend or family member of the patient via a manufacturer representative reported that the patient was experiencing a twisting and uncomfortable feeling in the area of the implant. This started about six months prior to (B)(6) 2016. It was not painful, but was a noticeable sensation. She believed the device had migrated and was sticking out sometimes. Her device was implanted in 2006 and she was wondering whether the battery was expired or would soon expire. The device was providing therapeutic relief. The patient planned to meet with a physician on (B)(6) 2016 to discuss a revision/replacement surgery and determine what next steps would be. The physician planned to reposition the device and replace the device due to its age. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported that there was no change in activity level or routine and there was no twisting sensation. The device was moving- at times, the corner poked/ tented the abdomen. There was a feeling of muscle contraction. The device turned/ twisted and produced discomfort. The patient had incisional hernia at the pocket site; the surgeon was planning to repair the abdominal wall and replacement of the implantable neurostimulator (ins) and formation of the new pocket. To resolve the issue, the patient visited a doctor/ surgeon with ins experience. The surgery was pending insurance approval.